Event description:
The complainant reported that during the therapeutic egd procedure on a patient a blank piece from the cre catheter apparently became dislodged and was retained in the pentax model 2930 scope. At the conclusion of the procedure, the clinicians were unaware that a black piece of the catheter remained in the scope. Please reference attached medwatch report 6000122-2005-00008, which documents this first patient procedure. It was reported tht a brush was then used to clean the scope following the procedure. A second egd procedure was performed on a different patient, using the same scope. Please reference attached medwatch report 6000122-2005-00009, which documents the second patient procedure using this same scope. A third egd procedure was performed on a third and different patient using the same scope. At the conclusion of the third patient procedure using this same pentax model 2930 scope, the black piece from the cre catheter used on the first patient became dislodged from the scope and was deposited in this third patient's stomach. The clinicians then successfully removed the material from the patient's stomach with the aid of rat tailed forceps. After the discovery of the plastic piece that was deposited in the third patient, the clinicians retrieved the balloon used on the first patient, and noticed that there was a piece missing from the cre catheter. The patient involved in this procedure was then tested for any infectious disease. Other than checking for any infectius disease in this third patient, there was no adverse affect on the patient as a result of the reported malfunction. In addition, the first and second patient's were also tested for any infectious disease. There has been no indication from the complainant that any infectious disease was identified in any of the three patients involved in this event.